Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have high blood glucose when infusion set is changed and received no delivery alarm when bolus was attempted. Customer's blood glucose was 350 mg/dl. During troubleshooting, air bubbles were found. Insulin pump passed high pressure test. Insulin pump would be replaced for customer's peace of mind. No further information provided.